Event description:
New information received notes that noise was discovered via remote monitoring visit. During device interrogation, the noise was not reproducible with isometrics and pocket manipulation. All lead measurements are stable. Programming change was made. The patient was stable before, during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise during high ventricular event. There was also one episode of atrial fibrillation. No inappropriate shocks were delivered.